Event description:
C.r. Bard received a complaint indicating that during a teaching session to demonstrate correct application and removal of the device, the subject developed severe coughing and shortness of breath after application of the second acrylic skin protection pads. Salbutamol inhaler was used with quick and positive reversal of condition. The subject has a medical history of chronic bronchitis and newly diagnosed copd.

Manufacturer narrative:
A sample was not returned for evaluation. The device history record could not be reviewed without a lot number. This is the first complaint reported for this product code for this type of event. The instructions for use currently states under contraindication, "known tape or adhesive allergies." It should be noted that the user reported having had a similar reaction of severe coughing when exposed to bleach. The incident reported is not related to any manufacturing/process deficiencies. (B) (4).